Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02549. The pt received two leads (from the same lot) as part of her scs system. It was reported the pt developed an infection at her ipg and lead sites. It was treated with oral antibiotics. No further info is available at this time.